Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned for a visual inspection. No data logs were returned for analysis. The cause of the optical signal issue was not determined because no product or logs were returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During impella support, the pump experienced abnormal position waveform but resolved changing the p-level. Despite this, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.